Manufacturer narrative:
Follow-up #1 date of submission 04/30/2014 device evaluation:the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings: investigators were unable to unable to confirm screen misaligned. The letters on left side of screen are fully visible and are not cut off. The pump was opened to check that the screen is properly seated. No issues found. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that today the display screen was tilted and the left side of the screen slightly off screen. There is no reported adverse event with this complaint. This report is made based on the allegation of the display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.